Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent fracture was unable to be confirmed as the stent remains in the patient anatomy. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent fracture from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery. The 3.0x15mm xience v stent delivery system (sds) was advanced to the lesion without reported issue and was successfully deployed. However, it was noted that the stent implant may be fractured or there was plaque shift/prolapse. It could not be determined if it was a stent implant fracture or plaque shift/prolapse. The decision was made to deploy a 3.0x28mm xience v to cover the target lesion. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.